Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip had excess residue on black rubber stopper. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: DHR review for batch 7275919 (p/n 302995): manufacturing date: 10/9/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7275919 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Two opened blisterpacks each containing one 10ml syringe labelled pharmacy; lot#7275919 were returned for investigation. Sample was forwarded to microscopy lab for analysis of the clear substance inside the barrel ID near the roof of the barrel. Methods and equipment: ¿smith¿s detection illuminatir ftir was utilized for analysis of the material ¿lab notebook 2585 was utilized. Results: visually each syringe appeared to have the same appearance of a clear substance within the roof of the barrel inner diameter conclusion each of the three tested syringes matches the silicone control. Investigation conclusion: n/a, no defects were confirmed.